Manufacturer narrative:
D10. (B)(6); 130-36-52 - nv gxl liner neutral, 36mm ID, group 2 cups. (B)(6); 142-36-03 - cocr fem head 36mm +3.5 offset 12/14. (B)(6); 160-30-12 - pf spline plasma w/ha sz 12. (B)(6); 180-01-54 - nv crown cup clstr hole 54mm group 2. (B)(6); 180-65-25 - alteon 6.5mm screw, 25mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right hip replacement. Subsequently, the patient reported "having issues" and that their surgeon confirmed the presence of particle disease. Details regarding the origin and nature of the particulate debris and the manifestation(s) of the particle disease in the patient were not provided. At the time of reporting, no medical intervention has been indicated. No further patient impact was reported. No additional information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Based on the available information, the patient involved in this event meets the following risk criteria for early prosthesis wear and/or osteolysis as specified in the hhe: combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the reported prosthesis wear in this event is a combination of the risk factors such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential). However, this cannot be confirmed as the devices were not returned for evaluation, and images and radiographs were not provided.